Event description:
A physician reported that broken cutter tip, it was broken after replacement before vitrectomy surgery. The surgery was performed and completed after replacing the product with another one. There was no report of patient harm. As a result of an internal review of the file, it was determined that the information provided for this event does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error.

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for the event broken cutter tip does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that broken cutter tip, it was broken after replacement before vitrectomy surgery. The surgery was performed and completed after replacing the product with another one. There was no report of patient harm.